Event description:
It was reported, the coil had migrated from an aneurysm in the internal carotid artery (ica) into the bifurcation of the middle cerebral artery (mca). The physician attempted to remove the coil with a gooseneck snare, but the coil was unable to be retrieved. The pt underwent a craniotomy procedure and the coil was retrieved. The pt is reportedly doing good.

Manufacturer narrative:
The device will not be returned to boston scientific as it was discarded by the user facility. The cause of the event is unknown.